Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Product was returned and evaluated. A visual examination of the returned product identified scratches on the spherical surface from attempted use. Indentations were also noted on the circumference at the taper hole opening. No other damage was noted. Product identifiers for overall height and spherical diameter were measured and found to meet product specifications. Root cause remains unchanged. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. It was reported, one month post operative, an intra prosthetic dislocation (head disassociated from bipolar liner) occurred. The surgical technique of the product was utilized, and no contributing conditions related to the event.

Manufacturer narrative:
(B)(4). D10: 11-165208 ringloc bi-polar 28x42mm 66081532. G2: foreign: taiwan. Proposed component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.